Manufacturer narrative:
The implant fragments have not yet been removed from the patient and lot number was not provided, therefore 3m engineering analysis was limited. If 3m espe receives return product, engineering analysis will be conducted and a follow-up report will be submitted.

Event description:
On (B)(6) 2016, a oral surgeon reported that four 3m espe mdi 2.9 x 13mm one piece implant tapered abutment (mii-t13) implants placed by another dentist to stabilize two fixed crown at tooth positions #30 and #31, had fractured. The oral surgeon reported that the implants were inserted as doubles, where two were placed next to each other to support each crown. The surgeon informed that there was no pain or injury to the patient as a result of the fractured implants, and the patient was doing fine; he advised that he plans to remove the implants. 3m has made further follow-up attempts, but no further information has been provided.